Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on 2014. On (B)(6) 2021, it was stated in a letter that the patient had a tension free vaginal tape in 2014. Ongoing symptoms of significant pain in the back, hips, groin and vagina. Was taking over the counter medication such as solpadeine but tried to take it as little as possible as she had significant other medications for health problems. Patient also had ongoing incontinence both urinary and bowel with significant urgency symptoms of both. Prior to suburethral tape, patient undergone a vaginal hysterectomy and subsequently had an overactive bladder for which had four treatments with intravesical botox. Patient developed voiding difficulty and water infections. She was seen by physiotherapists and have been noted to have a weak pelvic floor. Patient had periodic urinary tract infection and completed antibiotics. On translabial scanning, the tape was a tvt, but operation note was requested to clarify this. On palpation, the tape was eroded and organized an inpatient cystoscopy and examination as a priority. Patient was given one dose of fluconazole as the tissues were vulnerable and erythematous. Also suggested to try topical vaginal estrogen vagifem to see if this eases the symptoms, the tissue appeared very estrogen deficient. MRI scan was requested and repeat urodynamic investigation before discussing the case through the mesh mdt. On (B)(6) 2022, patient came as a day case for the examination under anesthetic and cystoscopy procedure due to mesh complications and to investigate mesh erosion. However, findings showed no evidence of tape erosion. There was some scar tethering noted in the left sulcus but no visible or palpable tape. Discharged on the same day with prescribed medication. Follow up was arranged for (B)(6) 2022. On (B)(6) 2022, patient attended for bladder function tests. MRI scan had not shown any obvious mesh problem. Cystoscopy under anaesthetic showed mesh was close to the vaginal mucosa in the left sulcus but not eroded. Patient continued to have vaginal soreness, discomfort and significant pain in iliac fossae, groins, inner thighs and buttocks. Patient was convinced it was due to mesh. She had tried vaginal oestrogen and anti-fungal in the form of fluconazole but find that despite the fluconazole the vaginal oestrogen burns and does not help with the discomfort. The physician noted that a lot of problem was due to vaginal atrophy. Bladder function tests showed a normal capacity bladder with overactivity on filling but not associated with leakage. Patient did empty the bladder with a slightly protracted flow but with an adequate voiding pressure. No stress incontinence. Advised to continue taking vasopressin. Patient would like the whole tape removed through a laparoscopic and vaginal approach. On (B)(6) 2022, the patient was diagnosed with left hip and low back pain. MRI showed mild left l4, mild right s1 and mild left l5 nerve root impingement. Mild gtps - greater trochanteric pain syndrome. Patient described pain as aching or numb constantly radiating from left groin or hip, down anterolateral and anterior thigh, intensifying over anterior left knee and then radiating into left anterior shin/anterolateral lower leg. Occasional pins and needles. Nil into foot. No right leg symptoms. Constant ongoing low back pain, worse since physiotherapy assessment in (B)(6) 2021. She reported sensations of knee locking at times as walks up and down staircases with movement. Reports frequent giving way of left leg - causes her to fall. Has fallen 100 times since (B)(6) 2022. Recently fell flat on her face and nose and sustained laceration to head. Feels absolutely sure that left knee giving way is cause of leg giving way. Would like a steroid injection into the left knee to alleviate pain. Patient had also been advised that tvt had become stuck to the left pelvic wall. Awaiting further investigation this (B)(6) 2022. Patient was not sexually active.

Manufacturer narrative:
As per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be reported. Date of event: date of event was approximated to (B)(6) 2014, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The device was implanted at the newcastle upon tyne hospitals nhs foundation trust. (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on 2014. On (B)(6) 2021, it was stated in a letter that the patient had a tension free vaginal tape in 2014. Ongoing symptoms of significant pain in the back, hips, groin and vagina. Was taking over the counter medication such as solpadeine but tried to take it as little as possible as she had significant other medications for health problems. Patient also had ongoing incontinence both urinary and bowel with significant urgency symptoms of both. Prior to suburethral tape, patient undergone a vaginal hysterectomy and subsequently had an overactive bladder for which had four treatments with intravesical botox. Patient developed voiding difficulty and water infections. She was seen by physiotherapists and have been noted to have a weak pelvic floor. Patient had periodic urinary tract infection and completed antibiotics. On translabial scanning, the tape was a tvt, but operation note was requested to clarify this. On palpation, the tape was eroded and organized an inpatient cystoscopy and examination as a priority. Patient was given one dose of fluconazole as the tissues were vulnerable and erythematous. Also suggested to try topical vaginal estrogen vagifem to see if this eases the symptoms, the tissue appeared very estrogen deficient. MRI scan was requested and repeat urodynamic investigation before discussing the case through the mesh mdt. On (B)(6) 2022, patient came as a day case for the examination under anesthetic and cystoscopy procedure due to mesh complications and to investigate mesh erosion. However, findings showed no evidence of tape erosion. There was some scar tethering noted in the left sulcus but no visible or palpable tape. Discharged on the same day with prescribed medication. Follow up was arranged for (B)(6) 2022. On (B)(6) 2022, patient attended for bladder function tests. MRI scan had not shown any obvious mesh problem. Cystoscopy under anaesthetic showed mesh was close to the vaginal mucosa in the left sulcus but not eroded. Patient continued to have vaginal soreness, discomfort and significant pain in iliac fossae, groins, inner thighs and buttocks. Patient was convinced it was due to mesh. She had tried vaginal oestrogen and anti-fungal in the form of fluconazole but find that despite the fluconazole the vaginal oestrogen burns and does not help with the discomfort. The physician noted that a lot of problem was due to vaginal atrophy. Bladder function tests showed a normal capacity bladder with overactivity on filling but not associated with leakage. Patient did empty the bladder with a slightly protracted flow but with an adequate voiding pressure. No stress incontinence. Advised to continue taking vasopressin. Patient would like the whole tape removed through a laparoscopic and vaginal approach. On (B)(6) 2022, the patient was diagnosed with left hip and low back pain. MRI showed mild left l4, mild right s1 and mild left l5 nerve root impingement. Mild gtps - greater trochanteric pain syndrome. Patient described pain as aching or numb constantly radiating from left groin or hip, down anterolateral and anterior thigh, intensifying over anterior left knee and then radiating into left anterior shin/anterolateral lower leg. Occasional pins and needles. Nil into foot. No right leg symptoms. Constant ongoing low back pain, worse since physiotherapy assessment in (B)(6) 2021. She reported sensations of knee locking at times as walks up and down staircases with movement. Reports frequent giving way of left leg-causes her to fall. Has fallen 100 times since (B)(6) 2022. Recently fell flat on her face and nose and sustained laceration to head. Feels absolutely sure that left knee giving way is cause of leg giving way. Would like a steroid injection into the left knee to alleviate pain. Patient had also been advised that tvt had become stuck to the left pelvic wall. Awaiting further investigation this september 2, 2022. Patient was not sexually active.

Manufacturer narrative:
Block a1: as per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be reported. Block b3 date of event: date of event was approximated to (B)(6) 2014, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The device was implanted at the newcastle upon tyne hospitals nhs foundation trust. Block h6: imdrf patient codes e2330, e2311, e1715, e1310, e2015 and e1405 capture the reportable events of vaginal soreness, significant pain in iliac fossae, groins, inner thighs and buttocks, ongoing symptoms of significant pain in the back, hips, groin and vagina; discomfort; left sulcus scar tethering; uti, vaginal atrophy and not sexually active. Block 11: section e. Initial reporter has been updated block h6 patient code e2341: fecal incontinence has been removed as it was not correlated with the device/procedure.